Event description:
Customer reported that the insulin pump drive support cap fell off and is damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with detached end cap, cracked reservoir tube lip and cracked case near display window corners. Drive support disk was inspected and no anomalies noted.